Manufacturer narrative:
Follow-up # 1 submitted: 09/03/2012 device evaluation: the pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: review of the black box showed evidence of a sudden voltage drop. A rewind, load and prime sequence was performed with no loss of power. The pump did not get warm. The pump was exercised for 24 hours on a 1 unit per hour basal rate program with no loss of power. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas to report the pump and battery were hot to the touch. The patient reported that she felt the pump getting warm and then hot thru her clothing. In response to the temperature she disconnected and removed the battery and noticed it was also hot to touch. The patient informed animas customer support that she was using a ultimate lithium battery. The patient denied any visible corrosion in the battery compartment. There was no reported patient impact associated with this complaint.